Event description:
This spontaneous report received from a patient concerns a 28 year old female from united states: (B)(4). The patient's medical history and concurrent conditions included: abstains from alcohol and non smoker. The patient's weight was 140 pounds and height was 68 inches. Other medical history included ethnicity: "white", no known allergies, no known drug allergies and no drug abuse/illicit drug use. The patient has a past history of using ortho all-flex arcing spring diaphragm (latex) in 2004. The patient was prescribed ortho all-flex arcing spring diaphragm (silicone) for birth control use in (B)(6) 2011. Concomitant medications were not reported. In (B)(6) 2011, the patient became pregnant. The patient reported that she was prescribed ortho all flex diaphragm for seven years, since 2004, and "I never had a problem with the product". The patient further reported that after she refilled her prescription for the diaphragm in (B)(6) 2011 she became pregnant. The patient stated "I used it once, and got pregnant", resulting in discontinuing the product (lot number a67dul). The patient stated that she had a "pregnancy confirmation" test performed (date not provided) with positive results. No further information available. A product quality compliant (pqc) was filed for this case report (B)(4). The patient has not recovered from the pregnancy (pregnancy is ongoing). This report was serious (malfunction). Additional information was received on 15-may-2012 via the manufacturer's preliminary analysis. A batch record review of the product ortho® all flex@ diaphragm size 70 mm, lot numbers a67d, a69d and a71d was performed on 12-apr-2012 and no deviations related to the event reported were identified. The product was not available for evaluation. A batch record review has been conducted to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Johnson & johnson medical brasil will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Unfortunately, this complaint did not have information whether the user used the diaphragm with or without spermicide. If the user found some problem in the diaphragm's dome or whether the diaphragm presented deformation in the rim. The conclusion stated that according to the analysis the deviation could not be confirmed.

Manufacturer narrative:
All-flex arcing spring diaphragm (silicone). Evaluation summary: a batch record review of the product ortho at all flex at diaphragm size 70 mm, lot numbers a67d, a69d and a71d was performed and no deviations related to the event reported were identified. A batch record review has been conducted to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. According to the analysis the deviation could not be confirmed.

Manufacturer narrative:
Evaluation summary: a batch record review of the product ortho all flex diaphragm size 70 mm, lot numbers a67d, a69d ana a71d was performed and no deviations related to the event reported were identified. A batch record review has been conducted to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. According to -he analysis the deviation could not be confirmed.

Event description:
This spontaneous report received from a pt concerns a 28 y/o female from united states: (B)(4). The patient's medical history and concurrent conditions included: abstains from alcohol and non smoker. The patient's weight was 140 pounds and height- was 68 inches. Ocher medical history included ethnicity: "white", no known allergies, no known drug allergies and no drug abuse / elicit drug use. The pt has a past history of using ortho all-flex arcing spring diaphragm (latex) in 2004. The patient was prescribed ortho all-flex arcing spring diaphragm (silicone) for birth control use in (B)(6) 2011. Concomitant medications were not reported. In (B)(6) 2011, the patient became pregnant. The patient reported that she was prescribed ortho all flex diaphragm for seven years, since 2004, and "I never had a problem with the product". The patient further reported that after she refilled her prescription for the diaphragm in (B)(6) 2011 she became pregnant. The patient stated "I used it once, and got pregnant", resulting in discontinuing the product (lot number a67du1). The patient stated that she han a "pregnancy confirmation" test performed (date not provided) with positive results. No further information available. A product quality compliant (?qc) was filed for this case report (B)(4). The patient has not recovered from the pregnancy (pregnancy is ongoing). This report was serious (malfunction). Additional information was received on 15-may-2012 via the manufacturer's preliminary analysis. A batch record review of the product ortho@ atl flex@ diaphragm size 70 mm, lot numbers a67d, a69d and a71d was performed on 12-apr-2012 and no deviations related to the event reported were identified. The product was not available for evaluation. A batch record review has been conducted to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. Cur results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Johnson & johnson medical brasil will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Unfortunately, this complaint did not nave information whether the user used the diaphragm with or without spermicide. If the user found some problem in the diaphragm's come or whether the diaphragm presented deformation in the rim. The conclusion stated hat according to the analysis the deviation could not be confirmed. Additional information was received on 01-jun-2012: follow-up report received. Report contains no new information and no changes were made to the report.